Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown screw. Part and lot numbers are not available for reporting. UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Date of manufacture is unknown. Patient was utilized for revision surgery and x-rays due to reported event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient who was implanted with an unknown lateral entry nail, presented with a cyst on an unknown date. It is unknown when the nail was initially implanted. Revision surgery was performed on (B)(6) 2016 to remove the nail and the screw (screw passes through nail)and to treat the cyst. The surgeon utilized a reamer irrigator aspirator system (ria) to check the cyst and then nail and screw was removed. There was no report of nail and screw malfunction. It is unknown why patient was being revised and the location of cyst is also unknown. There were no new devices implanted in the patient. The procedure was successfully completed with no surgical delay reported. The patient status/outcome was also successful. This report is for one (1) unknown screw. This is report 1 of 1 for complaint (B)(4).